Event description:
The patient had a very soft bone. The surgeon¿s plan was to broach and try for a press-fit stem and if he felt like he need to go cemented. He broached to a size 3 and while implanting the actual stem, it advanced into the canal past the point of broaching. At this point, he was afraid that he either had a small fracture or that the stem would subside due to weak osteoporotic bone. He decided to pull the press-fit stem out and cement a quadra c in. After the quadra c was in and the cement cured, he trialed the construct and upon x-ray we could not see a fracture however, there was a mass of cement on the outside of the femur in line with the stem in between the outside of the femur and the soft tissue. He assumed that there must have been a fracture for that much cement to get out. Post op CT scan report said no fracture but on closer look he thinks that there is a fracture in line with the stem adjacent to the cement about 10cm in length. Decided not to revise. Please reference MFR report number: 3005180920-2013-00032.